Event description:
The customer called to report that the suspect device is used to check blood glucose. Customer performed a test and obtained a result of 198mg/dl.the next morning customer was reviewing the values stored in memory and found 966mg/dl was saved instead of 198mg/dl. No other information was reported. The device was authorized for return to the manufactuer for evaluation.